Manufacturer narrative:
Initial.

Event description:
It was reported that the patient¿s ilet displayed persistent low battery and would not charge despite overnight charging and use of multiple outlets, consistent with a premature battery discharge involving the battery component; the patient switched to backup therapy. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed an energy storage system problem associated with the battery, aligning with a premature battery discharge device problem. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.